Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. Therefore, the reported device performance allegation cannot be confirmed. According to the labeling review found that the product instruction for use states: a damaged fiber may cause accidental laser exposure or injury to the treatment room personnel or patient, and/or fire in the treatment room, inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber; return it to the supplier for replacement and hold the fiber tip to a nonreflective surface, and ensure that a circular green spot appears. If the spot is not circular, re-cleave the fiber. If the spot is weak or not visible, discard the fiber or return it to the supplier for replacement. A risk review was completed and confirmed that the event of inflammation, skin was defined in the risk documentation. Based on this information available, a conclusion code of cause linked to device but unable to trace more specifically was assigned to this investigation.

Event description:
It was reported that, during a ureteroscopy procedure, the fiber broke because it hit the physician in his shoulder resulting in mild erythema but no medical attention was required. The procedure was completed using another fiber without patient complications.

Event description:
It was reported that, during a ureteroscopy procedure, the fiber broke because it hit the physician in his shoulder resulting in mild erythema but no medical attention was required. The procedure was completed using another fiber without patient complications.